Manufacturer narrative:
Product identifier is unknown. Other : serious injury to patient. This MDR is being filed for notification purpose only. No clear allegations on product malfunction or patient symptoms is available. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from health care provider via a manufacturing representative regarding a patient for spinal therapy. It was reported that the protective sheath of the milling cutter was disconnected during the patient's surgery, which affected the progress of the operation. There was serious injury to the patient. There was no further information reported.